Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had high impedance that minimized the output current. When the patient¿s physician reprogrammed the pulse width, impedance resolved. The patient had x-rays performed. The physician reported the following findings: "a thin neurostimulator catheter projects within the soft tissues along the left anterolateral neck and upper medial left thorax. There is redundancy in the lead at the level of the neck. No interruptions are visualized." These x-ray images were reviewed by the manufacturer. An ap and lateral neck image were provided. The generator placement, insertion of connector pins, and feedthrough wires were unable to be assessed due to the scope of the image. The generator was not visible in the provided images. The lead could not be visualized behind the generator, due to the scope of the images. The strain relief bend and strain relief loop were visualized and confirmed to be placed as specified in labeling. Based on the x-ray images provided, the leads appear to be intact; however, proper connector between the connector pins and the generator could not be assessed. No gross fractures were seen in the available lead viewed; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. The root cause of the high impedance could not be deduced through these images. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the patient underwent a lead revision. The explanted lead was discarded and is not available for return to the manufacturer.